Manufacturer narrative:
Multiple attempts have been made on 17jan2025, 03feb2025, and 13feb2025 to try to obtain further information about this case regarding the repair, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had issues with standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that the device had issues with standby mode. The biomedical engineer (bme) did not have a circuit and was unable to test the standby operation. While in diagnostic mode, the verified the average air and oxygen (o2) was at .1 and 0 standard liter per minute (slpm). The bme planned to set up the device and run it for a few hours. The investigation is ongoing.